Event description:
It was reported that the impedances on the lead were out of range. After checking the breakage of the lead or the extension with the impedance measure on (B)(6) a verification in the or was planned for (B)(6). Once the breakage of the lead was verified by direct measure of it the lead was replaced. The issue was resolved.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID b3300542 (serial:(B)(6); product type: 0200-lead; implant date (B)(6) 2023; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID b3300542 serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6)2024 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID b3300542 serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2024 product type lead product ID b3300542m serial# (B)(6) product type lead h3. Analysis of the lead (s/n: (B)(6)) found the conductors was/were broken in the body of the lead within 10 cm of the connector area. Conductors #0 #1 #2 #4 #5 #7 were broken 3.3cm from the proximal end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID b3300542m lot# serial# (B)(6)implanted: (B)(6)2023 explanted: (B)(6)2024 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. 2182207-2024-02879-3 medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the returned lead was the lead related to the event. Since two leads were removed, it was difficult to figure out which one was related at the time of the report.